Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a history of ischemic cardiomyopathy status post heartmate 3 implantation in (B)(6) 2023 with prolonged hospitalization due to respiratory failure and colonic pseudo obstruction that required multiple decompressions and neostigmine. They also had renal failure/acute kidney injury that started on (B)(6) 2023 and required initiation of hemodialysis therapy as well as respiratory failure that required tracheostomy, although the trach was able to be de-cannulated on (B)(6) 2023. They discharged to (B)(6) for rehabilitation. The patient returned to (B)(6) medical center on (B)(6) 2024 due to increased respiratory distress and worsening encephalopathy. Their blood gas on arrival showed mildly elevated carbon dioxide. A computed tomography (CT) of their chest showed layered effusion and right lung. Overnight, there were reports of increased abdominal distention for which a kidney, ureter, and bladder x-ray were ordered that showed possible bowel obstruction. A CT of their abdomen and pelvis with contrast was performed immediately that showed findings suggestive of ileus. Given the patient¿s multiple comorbidities and frailty, the palliative care team was consulted for goals of care. The palliative care team met with the patient and family on (B)(6) 2024 and the decision was made to transition to comfort measures. Implantable cardioverter-defibrillator therapies were turned off. The patient passed away on (B)(6) 2024 due to respiratory failure and renal failure. The death was not considered to be device related and it operated as expected. It will not be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Hm3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), neurological events (not stroke related), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.